Event description:
This pt underwent a revision surgery on (B)(6) 2015 (refer to 3004081696-2014-00017). The physician evaluated the pt on (B)(6) 2015, and observed a vitreous hemorrhage as well as a subconjunctival hemorrhage. On (B)(6) 2015, the hemorrhage was still present and was associated with high intraocular pressure and ocular pain in the implanted eye. The pt received medical treatment for these adverse events during the hosp stay, and was discharged from the hosp on (B)(6) 2015. The pt was seen for a follow up visit on (B)(6) 2015, and continues to experience hemorrhage and high intraocular pressure. There was no defect or malfunction of the device associated with this event.

Manufacturer narrative:
All pertinent info available to second sight medical products has been submitted. The company is submitting this MDR to ensure full compliance with 21 cfr part 803.